Manufacturer narrative:
The reported field event sensing anomaly could not be confirmed in the lab. The telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and observed to be normal.

Event description:
It was reported that during an unrelated procedure, a electrocardiogram (ECG) marker anomaly and a anomalous ECG signal was observed on the device with no lead attached to it. During the procedure, a new lead was inserted into the device, however, low sensing was observed. The device was explanted and replaced to resolve the event and the patient was in stable condition.